Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 500 mg/dl. Customer was able to treat their blood glucose with a manual injection. The customer declined to troubleshoot for their high blood glucose. It was also found the customer had discrepancies between their sensor glucose and blood glucose readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.